Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having difficulties with the insulin pump. The device had alarmed to program the blood glucose and the customer stated that nothing happened; there was no connection. The day before the phone call the customer's blood glucose was 289 mg/dl, the customer removed the infusion set and treated with manual injection and several times during the night their blood glucose had gone up to 479 mg/dl. In the morning of the phone call the blood glucose was 221 mg/dl. The customer performed calibration but the sensor did not update. There was a lost sensor alert which happened three times. The customer stated that they programmed the insulin pump to vibrate but they couldn't feel it and couldn't hear the beeps. Troubleshooting was performed and everything tested within specification. The customer decline high blood glucose troubleshooting. Nothing further was reported.